Event description:
Patient was implanted with matrix construct l2-l5 approximately 4 months ago. Patient was returned to or on (B)(6) 2012 for removal of hardware. Patient developed adjacent level disc disease at l1-l2. Surgeon removed all hardware and patient was revised to matrix from t12-l5. During removal of the locking caps, the tips to the stardrive shafts became distorted. Procedure was completed with no further issues. Explanted hardware is unavailable for return. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. A device history review was conducted and it was found that no nonconformances contained in the file, all processes and inspections found the product conforming during manufacturing processing. The product development evaluation demonstrated acceptable performance from both drivers. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10 nm torque limiting handle. The damaged instruments appear to have been utilized in a manner inconsistent with the recommended technique. Placeholder.